Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 700mg/dl. The customer was experiencing unexplained high glucose for one day. The customer stated that she drank a lot of juice thinking that her glucose level was low. The customer's most recent glucose reading was 131mg/dl, and she has treated with the insulin pump. Troubleshooting was declined and she stated that the insulin pump is working properly. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.